Manufacturer narrative:
Additional information: the issue has not since occurred again. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had issues tracking their frontal balloon. The instrument was going in and out of green status and needed to be manipulated by the surgeon. The patient was re-positioned, but that did not help. It was also confirmed that there was no excess metal in the field and the patient tracker had a great metric of .5. The surgery was completed without use of the balloon. There was no patient impact reported and no delay to surgery.